Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the contralateral treatment length was 11.5cm while the gore® excluder® aaa endoprosthesis contralateral leg component used had 14cm in length. The physician pushed up the delivery catheter of the gore® excluder® aaa endoprosthesis contralateral leg component to curve along the aneurysm sac to land the gore® excluder® aaa endoprosthesis contralateral leg component just above the left internal iliac artery. However, when the guidewire was pulled out after the successful deployment of the gore® excluder® aaa endoprosthesis contralateral leg component at the intended location, the gore® excluder® aaa endoprosthesis contralateral leg component lost the curve and covered the left internal iliac artery. The physician determined to take a wait and see approach. The preoperative aneurysm measured 53mm. On december 14, 2009, the patient was in good condition with the regression in the aneurysm size to 43mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.